Event description:
Additional information received reported that the implantable neurostimulator (ins) needed to be replaced because of normal battery depletion. The reporter noted that the patient had had the ins 7 years. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was doing fine. It was noted that the replacement may be in a couple of weeks following the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a battery replacement in the prior week but the case had been rescheduled. It was noted that the battery depleted due to end of life. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was waiting to hear back from the health care professional to get an appointment date. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient would be getting her battery replaced on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a communication problem. The patient was not able to connect with her recharger of or her patient programmer. The patient¿s ins battery was very low and the patient was feeling stimulation. The reporter was concerned that the battery was going to deplete. Later it was reported that the patient¿s battery was depleted and needed to be replaced.